Manufacturer narrative:
Device received with broken reservoir tube lip noted. Device passed displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via call that the near to reservoir lip ring was damaged. Customer¿s blood glucose level was 123 mg/dl at the time of incident. Customer state that trouble inserting the reservoir. The insulin pump will be returned for the analysis.